Event description:
It was reported to MFR that the device was potentially undergoing early battery depletion. The device was implanted in 1998 and had a charging history of seventeen 750v shocks with <0.1% pacing. The unloaded battery voltage had dropped from 3.0v to 2.65v in the last 6 months. The decision was made to explant the device.